Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the international trifectatm and epictm valve-in-valve registry: insights into clinical & hemodynamic outcomes.

Event description:
The article, "the international trifectatm and epictm valve-in-valve registry: insights into clinical & hemodynamic outcomes", was reviewed. The article presented a retrospective, multicenter study that compared the clinical and hemodynamic outcome of patients undergoing valve-in-valve transcatheter aortic valve replacement (viv-tavr) for deteriorated trifecta and epic aortic bioprostheses. Devices included in the study were epic and trifecta. The article concluded that compared to a stented prosthesis without increased risk of coronary obstruction (co), viv-tavr into trifecta prostheses can be performed with low risk of co and acceptable short-term clinical outcomes. As the rate of post-viv ppm is substantial for both prostheses, careful patient selection is warranted. [The primary and corresponding author was matthias raschpichler, leipzig heart center, university clinic of cardiac surgery, leipzig, germany, with corresponding email: mraschpichler@gmail.com]. The time frame of the study was from october 2015 to june 2020. A total of 76 patients were included in the study, of which all received an abbott device. The average age was 80 years old and the majority gender was male. Comorbidities included prior stroke, myocardial infarction, arterial hypertension, diabetes mellitus, chronic renal failure, percutaneous coronary intervention, coronary artery bypass graft, permanent pacemaker, aortic stenosis/regurgitation.

Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with multiple co-morbidities including prior stroke, myocardial infarction, arterial hypertension, diabetes mellitus, chronic renal failure, percutaneous coronary intervention, coronary artery bypass graft, permanent pacemaker, aortic stenosis/regurgitation. Complications reported included death, surgical intervention (valve-in-valve), hospitalization, stroke, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the international trifectatm and epictm valve-in-valve registry: insights into clinical & hemodynamic outcomes.